Event description:
On (B)(6) 2015 customer claims their (B)(6) year old was brushing his teeth and the brush head for his sonicare broke off in his mouth while he was brushing his teeth.

Manufacturer narrative:
Waiting for consumer to respond to contact attempts. Consumer did not leave a phone number or email, only an address. As stated in the dfu, a child is to be supervised while using the toothbrush.